Manufacturer narrative:
The event unit was returned for evaluation. Engineering found component damage on the jaw. The alarm tone was replicated by engineering. Poor cutting performance was not replicated. The root cause of poor cutting performance is unknown as engineering was unable to confirm the customer experience. The root cause of alarm tones was the component damage on the jaw. Applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "system would alarm and not activate on mesoalpinx tissue (thin tissue). Several system errors on thin tissue. Additionally, blade was not cutting completely through sealed tissue." Patient status - unknown.